Event description:
The patient was admitted to the hospital for left arm edema and hematoma at pacemaker pocket site. The hematoma likely occurred as a result of initiation of coumadin and lovonox therapy for a left arm dvt. The hematoma was evacuated on (B)(6) 2009. No complications were reported and all records indicate that this device remains implanted. Should additional information becomes available, this event will be updated.